Manufacturer narrative:
The reported events of dislodgement, diaphragm stimulation, and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. Visual, electrical, and s-curve analyses were normal with no anomalies found.

Event description:
It was reported the patient presented prior to a lead revision with diaphragm stimulation. Upon interrogation, it was noted the left ventricular lead failed to capture. X-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.